Event description:
It was reported, the pt's ipg site was uncomfortable due to the ipg location. It was reported, the surgeon relocated the ipg per pt request.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.